Event description:
It was reported that during an implant attempt, the helix would not deploy. The lead was removed from the patient and physician attempted to deploy the helix outside of the patient. After approximately 25 turns and with a delay of 10 seconds, the helix deployed. The helix was retracted and an attempt to redeploy resulted in the same behavior. A new lead was used to complete the procedure. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) distal conductor distorted. Full lead returned and analyzed. Additional analyst comment - the helix will not extend due to the coil is distorted in the connector. This occurred at implant and is caused from over-turning.